Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while working on the esophagus on a esophageal cancer surgery, the surgeon was not able to press the green button and was not able to squeeze the handle therefore, the device was not able to fire. The surgeon replaced the reload and used the same handle to resolve the issue. No patient injury.